Event description:
During a transfer of this resident to the toilet the transfer board failed to pivot. The transfer was being done by two staff members with the use of a gait belt. The resident was lowered to the floor due to weakness of legs. Resident immediately complained of right knee pain and emergency room confirmed a broken tibia.